Event description:
Customer called on (B)(4) 2012, to report encountering probe obstruction errors from the cap piercer wash station of the unicel dxc 600 synchron system, which resulted in fluid pooling on the caps. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the same day, the field service engineer (fse) inspected the instrument, and replaced the syringe assembly and t-valve with used, functioning parts, pending the shipment of new parts. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
Please note that an additional medical device report was submitted based on the same event as MDR #2050012-2012-00564, (B)(4).